Event description:
It was reported a gait belt clasp broke while assisting patient from the bed to the chair. Patient fell and hit his head. Patient was admitted to the local hospital observation and cat scan was completed.

Manufacturer narrative:
Changed/additional information added. G6 type of report: follow-up. H3 device evaluated by manufacturer: yes, evaluation summary attached. H10 investigation report reads as follows: (B)(6) 2020, "the reported issue of gait belt broke was confirmed. The root cause was due to a vendor product issue. Scar-00079 was issued to the vendor in regards to this issue. Trending shows one previous report of this issue for this kit within the past year, but the in the previous report a different gait belt was being used in the kit and there were no reports of a patient falling. Ok to close."

Manufacturer narrative:
Email received by facility representative, clinical project manager, osf healthcare saint francis medical center, with additional information related to this incident. Reporter states a gait belt clasp broke while assisting an (B)(6) male patient from his bed to a chair. Reporter states, "the patient reached forward slightly which is when the gait belt clasp broke" patient fell and may have hit his head. Reporter states, the facility followed "post fall procedure" and patient transported to the local emergency room. A cat scan was completed (the results are unknown). Reporter states, "patient was admitted as an inpatient at the time of the event for observation." Date of discharge is unknown. Patient was discharged to his home. The sample has not been returned for evaluation. No further information is available at this time. Due to the nature of the reported incident and in abundance of caution, this medwatch is being filed. No further information is available at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
It was reported a gait belt clasp broke while assisting patient from the bed to the chair. Patient fell and hit his head. Patient was admitted to the local hospital observation and cat scan was completed.